Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Additional information: on an unreported date, the patient experienced cloudy effluent and suspected peritonitis. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the cloudy effluent and suspected peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested but is not available. This is report 1 of 3.